Event description:
It was reported that a patient sustained bi-lateral femur fractures. The surgeon implanted retrograde antigrade femoral nails (rafn). The patient became infected on the right femur. The surgeon removed the implants from the right femur and irrigated, debrided, and implanted bone cement. Surgery was successfully completed with no delays. This report is for one unknown nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient medical record number - (B)(4). Event date: unknown. This report is for one unknown nail. Additional product codes for this report include hwc. Per the facility, the complainant parts will not be returned for manufacturer review/investigation. Unknown as there are no lot or part numbers available for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.